Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a cracked screen on the insulin pump. Customer stated not sure on how the damage occurred. Customer's blood glucose at the time of the call was 246mg/dl. Insulin pump replaced. No further information provided.